Manufacturer narrative:
The field service engineer changed the sipper nozzle. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results tested on a cobas 8000 cobas ise module (double). The customer provided the results for 3 specific patients. For patient 1 the initial na result was 123 mmol/l. The repeat na result was 123 mmol/l. The result of 123 mmol/l was reported outside of the laboratory. On (B)(6) 2019 the repeat na result on a different ise module was 140 mmol/l. For patient 1 the initial k result was 4.23 mmol/l. The repeat k result was 4.23 mmol/l. On (B)(6) 2019 the repeat k result on a different ise module was 4.76 mmol/l. For patient 2 the initial na result was <80 mmol/l. The repeat na result was 124 mmol/l and was reported outside of the laboratory. The repeat na result on a different ise module was 138 mmol/l. Patient 2 was a (B)(6) male with a date of birth of (B)(6). For patient 3 the initial na result was 123 mmol/l and was reported outside of the laboratory. The repeat na result was 137.5 mmol/l. On (B)(6) 2019 the repeat na result on a different ise module was 139 mmol/l. For patient 3 the initial k result was 4.28 mmol/l. The repeat k result was 4.71 mmol/l. On (B)(6) 2019 the repeat k result on a different ise module was 4.84 mmol/l. Patient 3 was an (B)(6) female with a date of birth of (B)(6). The customer provided additional questionable results. It was asked but not clear if the additional results were used for diagnostic purposes. There were additional questionable na results for 100 patients with the following example: the initial na result was 134 mmol/l and the repeat result on a different ise module was 127 mmol/l. There were additional questionable k results for 3 patients with the following example: the initial k result was 5.2 mmol/l and the repeat result on a different ise module was 5.7 mmol/l. There were additional questionable na and k results for 5 patients with the following example: the initial na result was 133 mmol/l and the repeat result on a different ise module was 147 mmol/l. The initial k result was 5.1 mmol/l and the repeat result on a different ise module was 5.6 mmol/l. There were questionable results reported outside of the laboratory. The customer did not provide if specific k results or the additional questionable results were reported outside of the laboratory. It was asked but not known if the initial or repeat results were believed to be correct. The ise module serial number for the initial results was (B)(4). The ise module serial number for the repeat results was (B)(4). The na and k electrode lot numbers and expiration dates were asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.